Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received power loss alarm. The customer's blood glucose was 9.2 mmol/l at the time of incident. The customer stated that the insulin pump received multiple power loss alarms. The customer stated that they received a power loss alarm again when the battery was in for less than an hour. The customer stated that the power loss alarm recurred after inserting a new battery and the insulin pump was asking to reset time and date. The customer stated that they were able to rewind successfully. The customer stated that the insulin pump was normal again after the troubleshooting. The insulin pump will not be returned for analysis.